Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
A patient reported that on (B)(6) 2025, he underwent surgery for suturing a ruptured supraspinatus tendon. After this surgery, an ultrasound examination revealed that the implanted fibertak® suture anchor, 2.6 mm (exact part number and batch currently unknown), had detached medially from the bone and was now located in the subcutaneous tissue. No pathological findings were observed on the tendon. The surgeon would like to perform a second surgery.

Manufacturer narrative:
Additional information: b1, b2, b5, d1, d2b, d4, g3, g4, h1, h6.

Event description:
The patient reported that the revision surgery took place on (B)(6) 2026. In addition, the patient reports that he no longer has any symptoms and that the wound is healing without any complications. The stitches have already been removed. He is currently undergoing physical therapy because he cannot move his arm completely freely at the shoulder.

Manufacturer narrative:
Additional information: b5, h3, h6.

Event description:
Update 08-jan-2026 - further information was received: the patient reports persistent pain and functional limitations in their left shoulder. The patient´s medical history includes a previous acromioclavicular joint stabilization on the left side. Upon examination, a clearly palpable subcutaneous suture anchor was identified in the region of the left shoulder, indicating a mechanical complication related to the previously implanted anchor. The patient reported restricted range of motion, particularly when elevating the arm above shoulder level. Ultrasound imaging of the left shoulder showed no evidence of a rerupture. Examination of the right shoulder revealed a thickened and degeneratively altered long biceps tendon, while the subscapularis, supraspinatus, and infraspinatus tendons were all intact. No joint effusion was detected in either the glenohumeral or acromioclavicular joints. Due to significant irritation caused by a dislocated suture anchor under loading conditions, the treating physician recommended surgical removal of the anchor using a mini-open technique, with arthroscopic support available if needed. The procedure is scheduled for (B)(6) 2026. The final diagnosis was recorded as "t84.3 ¿ mechanical complication caused by a suture anchor following left acromioclavicular joint stabilization."

Manufacturer narrative:
Additional information: b5, h3, h6.

Event description:
On (B)(6) 2025 (B)(6) - additional information was received from the patient: the displaced anchor does not actually cause any discomfort; the initially very severe pressure pain has subsided, although there is still occasional twinge with certain movements. Overall, shoulder mobility is improving well. Surgical extraction is planned.